Event description:
It was reported during knee arthroplasty that when the surgeon attempted to use a spindle implant, the drill packaged with the device fractured and remains in the patient's bone. There is no surgical intervention planned to retrieve the fractured piece. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - compress short anti-rotation spindle 600lbs with drill and pins 38mm catalog #: 178366 lot #: 814370. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b5, b4, g3, g6, h2, h6, h11.

Event description:
It was reported during knee arthroplasty that when the surgeon attempted to use a spindle implant, the drill packaged with the device fractured. The malfunction resulted in a thirty (30) minute delay in procedure, however, the fractured piece remains in the patient's bone and there is no surgical intervention planned to retrieve the fractured piece. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h6. H6 - component code - proposed code is mechanical (g04) - drill the product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.